Manufacturer narrative:
This spontaneous case was reported by a non-health professional, and describes the occurrence of pelvic pain ('pain and haemorrhages could be stopped with a hormonal treatment, which is not going very well') and genital haemorrhage ('pain and haemorrhages could be stopped with a hormonal treatment, which is not going very well'). In a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error, "essure inserted without removing the intrauterine device". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and premature menopause ("she has to face the recurring argument of menopause, although she is not even 40"). The patient was treated with surgery (awaiting essure removal). At the time of the report, the pelvic pain and genital haemorrhage had not resolved. And the premature menopause outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and premature menopause to be related to essure. The reporter commented: she regrets, being "back to the start". After two years, since she is expecting that they initiate the procedure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-dec-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ('pain and haemorrhages could be stopped with a hormonal treatment which is not going very well') and genital haemorrhage ('pain and haemorrhages could be stopped with a hormonal treatment which is not going very well') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted without removing the intrauterine device". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and premature menopause ("she has to face the recurring argument of menopause although she is not even 40"). The patient was treated with surgery (awaiting essure removal). At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the premature menopause outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and premature menopause to be related to essure. The reporter commented: she regrets being "back to the start" after two years, since she is expecting that they initiate the procedure. Most recent follow-up information incorporated above includes: on 10-dec-2021: no new clinical information received, update to imdrf/FDA codes only. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by the lay press and describes the occurrence of pelvic pain ("pain and haemorrhages could be stopped with a hormonal treatment which is not going very well") and genital haemorrhage ("pain and haemorrhages could be stopped with a hormonal treatment which is not going very well") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted without removing the intrauterine device". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and premature menopause ("she has to face the recurring argument of menopause although she is not even (B)(6)"). The patient was treated with surgery (awaiting essure removal). At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the premature menopause outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and premature menopause to be related to essure. The reporter commented: she regrets being "back to the start" after two years, since she is expecting that they initiate the procedure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.